Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during procedure, a polaris ultra was taken out for use. It was found that the front part was broken. The procedure was completed with another of the same device. There were no patient complications reported on this event.